Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform primetest, excessive no delivery test and occlusion test due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error during bolus. Explained and cleared alarm. The customer¿s blood glucose level was 168 mg/dl. Displacement test was passed and able to rewind also after that customer observed insulin pump called again he does not trust pump anymore. Motor error happened again during night. The insulin pump will be returned for analysis.